Manufacturer narrative:
(B)(4). Correction - date of event was changed from (B)(6) 2014.

Event description:
It was reported that suture placement using four proglide devices was attempted in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The initial sheath size for the arteriotomies was 6f. Reportedly, a cuff miss occurred with four proglide devices in the rcfa and lcfa. The sutures of two additional proglide devices were successfully pre-placed in both access sites. The sheath was upsized to a 20f in the rcfa and 22f in the lcfa and the aaa procedure was successfully completed. Hemostasis was achieved at both access sites using the pre-placed proglide sutures. There were no reported adverse patient sequela. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The three other perclose proglide devices referenced are being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss/suture retrieval issue was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.